Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were experiencing the need to go to the restroom and urinate every 15 to 30 minutes. The patient mentioned having to reset the programmer a couple of times since coming home from the hospital. The nurse at the doctor's office instructed them to reset it because they were unable to urinate on monday night and again on tuesday because the settings were too high. The patient confirmed the last adjustment was made on tuesday. The agent asked the patient if they were feeling better now, and the patient stated no, as they were still going to the bathroom every 15 to 30 minutes and it feels like something was stabbing inside their vagina. Patient mentioned that they contacted hcp but they were referred to contact manufacturer to help them with the adjustments. The patient said the stabbing sensation has subsided, but every time they sat down or got up out of bed during the night, it occurred again. The agent walked the patient through changing programs. The patient was able to successfully change programs and increase stimulation to a comfortable level. The patient will maintain this stimulation level and continue to track symptoms. Stimulation in the bicycle seat area was confirmed to be comfortable. The patient was advised to contact their doctor if the issue persists.